Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18dec2018.the field service engineer (fse) evaluated the device and verified the reported condition in the event log. The fse replaced the data acquisition (da) printed circuit board assembly (pcba) to address the issue. The ventilator passed all testing and operated within the manufacturing specification.

Event description:
The customer reported that the ventilator was generated an error relevant to barometer pressure test. The field service engineer (fse) evaluated the device and verified the reported condition in the event log. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 05mar2019. The data acquisition (da) printed circuit board assembly (pcba) was received for failure investigation. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The returned component was installed to a good test ventilator. The ventilator was tested and the reported condition was verified. The root cause was identified to be the component failure u1 on the da pcba . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.